Manufacturer narrative:
This batch of screws has no manufacturing defect. Everything conforms to specifications. The molecular weight level of this lot is high. It is representative of the good progress of the production of this batch of screws. Given the progress of the manufacturing session of this batch of ligafix, the implementation conditions can not be the cause of the failure. In the absence of many elements on the circumstances of rupture of these screws, the hypotheses that can explain these breaks are: screw no. 1: during screwing, the screw produced a divergent trajectory to the tunnel, causing significant flexural and torsional stresses into the core of the screw, in particular the passage of the cortical wall and the insertion of the cone of the head in the tunnel. These constraints have led to a deformation of the screwdriver footprint, which is almost zero at the tip of the screwdriver and maximum at the head of the screw. The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break. The cracking of the tip of the screw caused by the guide pin due to a divergent trajectory of the screw reinforces this hypothesis. A diameter of tunnel inferior to the diameter of screw has generated high friction forces on the entire surface of the screw, and particularly at the head, during the passage of the cortical wall. All of these constraints have caused a deformation of the screwdriver footprint: the deformation is almost zero at the end of the screwdriver cavity and maximum at the head of the screw. The deformation of the screwdriver is then greater than the elastic limit of the duosorb, causing the screw to break. This phenomenon can be accentuated in the presence of significant radial clearance between the screw and the screwdriver. Screw no. 2: a pushing force was applied to the screwdriver, in addition to screwing, by the surgeon. The screw being only slightly driven by the screwdriver at the input cone, makes this area more sensitive to torsional stresses, the combined efforts of screwing and compression exerted on the tip of the screw during its insertion in the tunnel caused its break. The screw was not inserted perfectly in the axis of the tunnel. The cone of entry of the screw was blocked in contact with the cortical bone, the continuation of the screwing has deformed the cylindrical zone of the screw which is driven by the screwdriver, causing torsional stresses at the junction of these two areas. The tip of the screw being blocked, the torsional stresses were then greater than the elastic limit of the duosorb, causing the screw to break. This phenomenon can be accentuated in the presence of significant radial clearance between the screw and the screwdriver.

Event description:
(B)(4). "The screw broken and was replaced by another with the same lot and broken too. So was replaced by another with another lot."